Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and then off no power. Customer's blood glucose level was 243 mg/dl. The customer was able to rewind the insulin pump. He did not receive a low battery alert prior to the off no power alert. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected off no power alarm or motor error alarm during testing noted. The motor passed motor test. The insulin pump had cracked case at the display window corner and minor scratched display window.